Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
The consumer reported that the patient was unable to charge. The consumer reported that the screen was blank. It was reviewed that the recharger needed to be plugged in to recharge. There was a report that the patient had not recharged in a couple years. The patient was implanted in 2007 and during the report, the patient was unable to communicate with the programmer. Symptoms of headaches having returned was reported a week prior to the report. It was later reported that they saw the healthcare provider and was told that they needed a new battery. They were just waiting to hear what date the replacement would be and the physician told them that the new batteries were somewhat smaller so they were looking forward to the replacement. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.